Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and was able to duplicate the reported issue and replaced the external monitor connector cable assembly . Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that prior to use on a patient, the ECG jack for the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4 (date of report), g4 (PMA/510k), h2 (if follow-up, what type), h10, h11. Corrected field: b3 (date of event).

Event description:
It was reported that prior to use on a patient, the ECG jack for the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involved and no adverse event was reported.